Manufacturer narrative:
The large hem-o-lok clip applier instrument has been evaluated by an intuitive surgical, inc. (Isi) failure analysis engineer (fae). The initial findings were not confirmed. The instrument was placed on an in-house system and passed intuitive motion in all directions and passed the clip test. The housing was removed and it was observed that the grip cables on both inputs were derailed from their normal position on the clamping pulleys. The cables were placed back into normal position but articulation of the instrument led to the cables getting derailed again. It appears that the grip cables are loose which allows enough slack for them to get derailed when the grips are in motion. It is likely that the customer's reported complaint is related to this failure though it was not able to be replicated in-house as proximal cable failures can lead to motion issues.

Manufacturer narrative:
The large clip applier instrument has been returned and evaluated by the failure analysis team. The instrument was installed on an in-house system and driven and exhibited unintuitive motion. The motion exhibited by the instrument was precise, and proportional to what was commanded by the master tool manipulator (mtms), however, the grip tips moved in the opposite direction. This behavior was observed in the pitch direction and presented on 3 out of 3 installs, indicating a misalignment of the coordinate frames during the engagement sequence.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer reported the wrist of the clip applier instrument was not working. The procedure was completed with no reported injury.